Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was hot to touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/12/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data shows no evidence of unusual electrical draw. The pump¿s electrical draws were found to be within specification; overheating was not experienced during investigation. The pump successfully completed the prime sequence without emitting an alarm or warning. Unrelated to the complaint, investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.